Event description:
It was reported that the patient had indicated that the left deep brain stimulator system was removed due to an infection. Peri-operative antibiotics were used. The date of onset/diagnosis was (B)(6) 2014. The patient had not had meningitis. Signs and symptoms associated with the event were redness, swelling and drainage. The primary location of the infection was the lead track. A culture was obtained from the device pocket and the organism cultured was (B)(6). Intravenous antibiotics and partial device system explant were the treatments instituted for the infection. The patient outcome was the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).